Manufacturer narrative:
On (B)(6) 2020, the cr reported that the patient had an infection at the incision sites of the stimulators. The patient had a fever as well as a discharge from the incision sites. Patient was scheduled for an explant on (B)(6) 2020, and was prescribed antibiotics. On (B)(6) 2020, the stimulators were explanted successfully. The patient reported continued antibiotic usage. The patient reported receiving therapy (used for treatment of pain) and the device was meeting performance specifications. On (B)(6) 2020, cr reported that the patient and the doctor believe that the patient had a reaction to the dermabond that may have led to the infection. Cr reported patient is continuing to take antibiotics. On june 16, 2020, the cr reported that the patient had recovered from the infection and was doing well. No further issues have been reported.

Event description:
Stimwave quality has investigated the details for a reported infection, submitted to the stimwave complaint system on may 19, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue may 19, 2020.